Event description:
It was reported that the stair pro could not support weight due to broken supports. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.